Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm portico ng/navitor valve was successfully implanted in a patient. There was no reported difficulty implanting the 25mm portico ng/navitor valve. The final implant depth of the valve was 7mm and the valve had been sized using computed tomography scan measurements. The 25mm portico ng/navitor valve was not re-sheathed at any point during procedure. There was no calcification noted extending beneath the aortic annular plane in the interventricular septum. On (B)(6) 2023, it was noted via electrocardiogram, that the patient developed a first degree atrioventricular block. There was no treatment performed/required, but the event did result in prolonged hospitalization of the patient. The cause of the heart block is attributed to the implant of the 25mm portico ng/navitor valve. The condition is ongoing, but the patient was stable and discharged at the time of report. There was no allegation of malfunction against the 25mm portico ng/navitor valve or procedure. No additional information was provided.

Manufacturer narrative:
An event of atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no calcification extending beneath aortic annular plane in the interventricular septum, and the patient have a past medical history of hyperlipidemia, hypertension, and kidney disease. It was indicated that the patient had the valve implanted at a final depth of 7mm, which is deeper than the optimal 3mm and could have contributed to the reported event.